Event description:
It has been reported to philips that the footswitch was not working - fluoroscopy was not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in diagnostic coronary procedure when the issue occurred, and the procedure was completed by moving the patient to another room. The customer reported that the foot pedal stopped working. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no issues with the foot pedal. Analysis of the log file indicated that the emergency stop was activated. The fse confirmed that the pedal was operating correctly, and the system was in good working order. The codes were updated based on the investigation outcome.